Event description:
It was reported via repair work order that the nurse call was not functional due to inaccurate dip switch settings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.